Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (65 mg/dl). Customer set a 85% temporary basal rate for 9 hours and ate candy to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional. Multiple unsuccessful attempts were made by tandem's technical support to request the upload of pump data to t:connect for investigation.